Manufacturer narrative:
Concomitant medical product: product ID: 8703w, lot# l39565, implanted: (B)(6) 1996, explanted: (B)(6) 2005, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding the delivery of fentanyl, and unknown morphine (concentrations and doses were unknown). The pump reportedly stopped working and then the patient "started to have problems." When the patient was asked to clarify what "stopped working" meant, it was stated "it stopped, it was not doing anything." The onset of the pump stopped working was 2005. The pump was subsequently removed due to infection (mfg. Report# 2182207-2005-00489). Additional information was requested from the healthcare provider (hcp) regarding device information, patient symptoms, troubleshooting, any actions required to resolved the issue, if the cause of the pump stopped working was determined, and if the issue resolved. History: non-malignant pain, failed back surgery syndrome.